Event description:
It was reported that the ilet touchscreen became minimally responsive, requiring multiple presses, and video evidence showed a cracked screen; a restart and charging improved responsiveness slightly, and a replacement device was issued with education on using a case and charging without removing it. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued therapy with instructions to sync data, shut down the device prior to return, and continued cgm use on the dexcom app or receiver. Investigation included a review of user-provided video and shipping records. Investigation of this case revealed damage to the display consistent with physical impact, with the original unit later reported lost in transit, preventing device evaluation. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.